Event description:
On 3rd july 2025, it was reported by an arthrex's employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor broke during insertion. This was detected during an intercondylar tibial spine fracture surgery on (B)(6) 2025. The procedure was completed successfully by using another brand product. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc batch 15305514 was received for evaluation. Visual inspection findings: the anchor arrived detached from the shaft. The inserter showed no signs of damage. Evaluation of the anchor and suture revealed that the anchor was broken. A crack was observed on the anchor, likely resulting from the break. Dents were noted on the threads of the anchor. Additional damage, such as dents on the eyelet, was also observed. Functional test found that the inner and outer molded shafts work without resistance. The most likely cause(s) of the reported failure are user error, improper bone preparation, misaligned insertion, or excessive forces applied by leveraging/prying the device.